Event description:
Intubated pt [patient] on ventilator, not receiving proper support based on settings (alternating tidal volumes, pt tachypneic/irregular resp. [Respiratory] rates). Additional sedation was started, testing done, vent alarming continuously d/t [due to] different parameters. Rt [respiratory therapy], rn, md & pa [physician assistant] all in room continuously frequently throughout shift. Paralytic drug ordered and pushed as clinically indicated, did not achieve expected affect as pt was still tachypneic and not receiving adequate tidal volumes. Decision made with team to try switching to a new ventilator with md, pa, rt, and rn at bedside. Once pt switched to new ventilator, the issue was completely resolved. Pt was in synch with vent settings and no longer tachypneic.